Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. It was received with no appearance of any physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of various error codes. To further investigate, a power up test was performed. The customer's issue was not duplicated, but a bad fluid ingression was found on the main board. It was determined to be user induced. The main board was replaced during repair. Device passed all functional testing during maintenance check.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited a system fault error. It was reported the event occurred during infusion and home care swapped out the pump, reportedly the patient was not harmed. The event log indicated two system fault errors occurred, fault 45, 169 and 41, 541. No adverse patient effects were reported.